Event description:
Healthcare professional reported, "revision of port, tested and was leaking but not sure where, removed the strain relief to see x3 visible splits in the tubing."

Manufacturer narrative:
Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a rapidport ez strain relief. Visual examination may determine the connector type associated with this report. No additional info has been reported to allergan regarding the pt's data. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."